Manufacturer narrative:
Product ID 3778-60, lot/serial# (B)(4), product type lead. Product ID 3778-60 lot/serial# (B)(4), product type lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 29-jan-2017, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 29-jan-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt states she has a broken wire and has been broken for a year or so. Pt states the lead was sticking out and pt mentioned she has restless leg real bad. Pt states when legs kick hard goes up to the battery pack and gets hot. Pt states she cannot use now and the battery pack gets hot and having this removed (B)(6) and wondered whether a rep has to be there or not. Pt states she cannot use the system anymore. The patient was redirected to their healthcare provider to further address the issue. Pss directed to hcp.pss made outbound call to pt to clarify conflicting info provided around event date. Pt states been 3 years since lead broke which was confirmed.redirected caller: patient's hcp dr. Brnton raval coger is the hcp. Rep reported they were not aware of this information. Patient reported they did not know and they had some falls while using it. Patient stated they had the battery removed by surgery on the (B)(6). Patient stated they needed MRI taken and had battery removed. Device was discarded.